Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation for the subtrochanteric fracture of the femur with the trochanteric fixation nail advanced (tfna) long nail. The flexible shaft of the screwdriver broke when the surgeon used the screwdriver for engaging the locking mechanism. The surgeon was able to complete the locking. It was noted no piece of the broke device remained in the patient; this was confirmed by an x-ray. The surgery was completed successfully without any surgical delay. The patient status was reported as stable. This report is for a screwdriver. This is report 1 of 1 for (B)(4).